Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle due to usb port damage. Additionally, the battery was observed to be depleting rapidly. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.